Event description:
It was reported that the physician had difficulty passing the iab over the guidewire. The assembly was exchanged. There were no reported pt complications.

Event description:
It was reported that the physician had difficulty passing the iab over the guidewire. The assembly was exchanged. There were no reported patient complications.